Manufacturer narrative:
Trackwise #: (B)(4). The lot # 25155397 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the co2 was connected to the btt short port the insufflator was saying obstructed or over pressure. Harvester took it out a few times, reattached, reinserted, and adjusted balloon on btt to no avail. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the co2 was connected to the btt short port the insufflator was saying obstructed or over pressure. Harvester took it out a few times, reattached, reinserted, and adjusted balloon on btt to no avail. A replacement device was used to complete the procedure. The hospital did not report any patient effects.